Manufacturer narrative:
A getinge service territory manager provided customer with a new ECG cable (0012-00-1812-01). The unit was returned to clinical use after replacement of ECG cable. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a demo, the cardiosave intra-aortic balloon pump (iabp) units ECG trunk cable connector broke inside the female connector. There was no patient involvement.